Event description:
It was reported that undersensing was observed in the atrial lead and the lead was confirmed to be dislodged. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: d154awg, implantable cardioverter defibrillator (ICD), (B)(6) 2007. (B)(4).